Event description:
It was reported that the vascular stent was found to be fractured a couple of weeks post implantation. No additional information has been provided. There is no reported patient injury.

Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device was well as the device usage. In this case, no sample and no images were provided for evaluation therefore, the reported stent fracture could not be confirmed. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. In this case, an irregular stent placement such as significant elongation may have led to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release or an insufficient pre and/or post-dilator may have caused or contributed to an irregular placement. Also a difficult patient anatomy or calcified vessels may be contributing factors. In this case, no additional procedural information or images have been provided for evaluation. A definitive root cause for the reported event could not be determined. The IFU states that stent fracture is a potential adverse event that may occur.